Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated, and the reported entrapment of device (clip becoming caught in anatomy) resulting in slda appears to be related to user technique/procedural conditions associated with the clip being inadvertently moved too far in the commissure by the user. Image resolution poor is related to procedural conditions as imaging was reported to be difficult. Unexpected medical interventions were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a patient presented with grade 4-5 functional tricuspid regurgitation (tr) for a triclip procedure. It was noted that imaging was challenging in the commissure. The fellow was operating the triclip steerable guide catheter (tsgc), going septal/anterior to grasp. It was discovered that the fellow was using the s/l knob and not clocking and countering the tsgc, which inadvertently was moving the clip into the commissure. A good grasp was achieved and imaging was reviewed to confirm. The clip was too far in the commissure. The clip was attempted to move, but it was stuck in the anterior chordae. After troubleshooting steps were performed to free from the valve, the primary operator decided to get a good grasp of the anterior and septal leaflets (a/s) and deploy. Imaging was difficult to see and the clip was deployed. Upon deployment, the clip came off the septal leaflet, securely attached to the entire anterior leaflet. An additional clip was placed at the intended valve target, and stabilized the commissural a/s clip. The tr was reduced to grade 2-3. There were no adverse effects or sequelae.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.